Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock. Upon interrogation, it was noted that the shock resulted from over-sensing noise during the qrs complex. Programming changes were made to turn therapy off. Additionally, the lead exhibited low pacing impedance. During the lead revision procedure, the lead could not be removed as the helix was unable to be retracted. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.